Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. A root cause could not be identified. Based on the results of the investigation and previous investigations through the product technical investigation (pti) process, reasonably known information suggests probable causes such as damage or deterioration of parts due to wear and tear, without any design or manufacturing issue. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. It is likely the defect was caused by stress of repeated use, external factors, or handling. There was no device history record (DHR) for serial (B)(6) in model lf-tp, and it is suspected that the serial number is incorrect. It is not possible to specify the date of manufacture at this time. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the tracheal intubation fiberscope exhibited the adhesive around light guide (lg) lens was peeled. There was no patient involvement.